Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2014 with the following findings: there was evidence of voltage drops/short battery cap observed in the black box history. The battery cap was not returned with the pump, so a test cap was used for all testing. The battery cap was able to fully tighten to the pump and the pump powered on. Current electrical draws were within specifications. The battery compartment was cracked with moisture contamination observed inside. The leak test confirmed a leak at the battery compartment. The pump case was removed and no evidence of additional moisture or loose components were found inside the pump. Unrelated to the original complaint, the display was dim and discolored.